Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4). The customer returned one, opened radial artery catheterization set for evaluation. No definite signs-of-use were observed on the returned device. Visual inspection of the returned guide wire revealed one kink towards the distal end due to offset coils. Analysis under uv light could not confirm traces of adhesive residue around the needle cannula and guide wire. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states: "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." Resistance was encountered when attempting to thread the guide wire through the needle cannula; however, the guide wire was able to pass through. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. There was one kink towards the distal end of the guide wire. Resistance was encountered while advancing the swg through the needle cannula during functional inspection of the returned device. Based on these circumstances, manufacturing assembly likely caused or contributed to this event. An investigation was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 11 oct 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.